Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This occurred during initial drain of peritoneal dialysis therapy. The home patient (hp) was connected at the time of the event. The hp stated that ¿there were two gaps of air in the middle of the patient line¿. There was nothing unusual found during troubleshooting that would cause or contribute to the event. Renal therapy services (rts) assisted in ending the therapy and advised the hp to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.